Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for initial implantation. During the procedure, the helix of the right atrium lead would not fix into the right atrium. After several attempts, the physician decided to use another lead. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.